Event description:
The site reported the following: a pt with a severely calcified distal superficial femoral and popliteal artery lesion presented for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. During the procedure, the catheter became stuck on the journey guidewire and was not able to be advanced. The physician removed the jetstream catheter with the guidewire. The physician then re-wired the vessel with a new miraclebros guidewire and attempted to advance the jetstream onto the new wire; however, the catheter became stuck on the miraclebros guidewire as well and was not able to be moved. The physician removed the jetstream catheter with the guidewire and used pt return at a later date to repeat the procedure. There was no injury/adverse event reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the info that was provided by the site. The jetstream xc-2.1 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited info, we are unable to determine the root cause of the alleged issue. In the event add'l info is obtained, a follow up report will be submitted.